Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the during an arthroscopic procedure on the meniscus, the tip of the unit fell off into the pt. It was further reported that the tip was retrieved from the pt. The doctor requested a review of the strength of the tip of the unit and indicated that the tip was very weak and easy to break.